Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). The device will not be returned for analysis, as the device has not been returned by the hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 9 years post implantation due to the constrained ring had come off the liner assembly. Surgeon suggests the hook plate has levered it off. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos. Visual review of the provided photos shows the poly to be fractured, one of the locking tabs is not present on the device. The locking tab that remains attached to the poly is cracked. It is unknown if the poly fractured in-vivo or during removal. The constraining ring has scratches. The device was not returned for further evaluation. Operative notes were not provided; an xray was provided and reviewed by a health care professional. Left total hip arthroplasty with implant disassembly of the acetabular component. Severe osteopenia of the proximal femur which is of uncertain etiology but osteolysis cannot be entirely excluded. Fractured cerclage wire proximally involving the femoral stem. The proximal extent of the lateral femoral plate appears to be contacting the acetabular cup and could have contributed to the constrained ring malfunction. Device history record (DHR) was reviewed and no discrepancies were found. It was found that the lateral femoral plate could have contributed to the constraining ring dissociation, however with the information provided a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.